Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the insertion handle for suprapatellar (03.010.440) and connecting screw for percutaneous instruments for nails (03.010.404) are components of the suprapatellar insertion instrument set (01.004.305) and are components of the suprapatellar instrumentation for titanium cannulated tibial nail system. In use the insertion handle is aligned with the tibial nail and the connecting screw is inserted thorough the handle and threaded into the proximal end of the nail. The nail can then be inserted with light, controlled hammering on a driving cap attached to the insertion handle. Following insertion and both distal and proximal locking, the connecting screw can be unthreaded from the nail and the handle removed. The returned devices were examined and no defects or deficiencies were identifiable which could have contributed to the reported complaint condition. The connecting screw distal threads, which engage with the tibial nail, are in good condition with no deformation and the connecting screw easily assembles into the insertion handle and can be removed without resistance. As the complaint condition was unable to be replicated and no defects or deficiencies were identified which may have contributed to the complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is applicable as the complaint condition was unable to be replicated. A device history review, including material review, was performed for the returned instruments¿ lot numbers and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined. As the complaint condition was unable to be replicated and no defects or deficiencies were identified which may have contributed to the complaint condition, the complaint is unconfirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter hospital telephone: (B)(6). Subject device has been received and is currently in the evaluation process. DHR review was completed. Part number: 03.010.404, synthes lot number: u236951, release to warehouse date: 08-jan-2016. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a suprapatellar aiming arm and connecting screw would not detach from the nail after the nail was implanted. The ball hex screwdriver was also bent in during the process of extraction of the connecting screw from the insertion handle. The surgery took an additional ten (10) minutes to finally disconnect the connecting screw and insertion handle. Procedure was successfully completed. This report is for one (1) cannulated connecting screw. This is report 1 of 1 for (B)(4).